Manufacturer narrative:
Corrected data: report type and section h1 corrected to malfunction. Section g2: report source corrected. Section h6: health effect clinical code and medical device problem code corrected. Manufacturer's investigation conclusion: it was reported that the patient had a recalled mobile power unit (mpu) (serial: (B)(6). Inspection of the returned unit revealed that a capacitor on the power supply printed circuit board assembly (pcba) was nonconforming. Provided information revealed that the patient did not indicate any irregularities with their mpu function or cables. The root cause of the reported event was determined to be that a capacitor component on the power supply pcba was nonconforming. Abbott has initiated a corrective and preventative action (CAPA) to further address the observed issue. The relevant sections of the device history records for the mobile power unit (mpu), serial number: (B)(6), were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas IFU, rev. C and the heartmate 3 patient handbook, rev. D are currently available. Heartmate 3 instructions for use (rev. C) section 8 entitled ¿equipment storage and care¿ and heartmate 3 patient handbook (rev. D) section 6 entitled ¿caring for the equipment¿ addresses how to properly care for, maintain, and store the equipment for proper use. The heartmate 3 patient handbook (rev. D, section 5 ¿alarms and troubleshooting¿) instructs users on how to identify and respond to alarms that sound from their mpu and system controller. The heartmate 3 patient handbook (rev. D, section entitled ¿emergency contact list¿) cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The device is included in the heartmate mpu capacitor issue field action issued by abbott on 13mar2025. No further information was provided. The manufacturer is closing the file on this event

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the left ventricular assist device (lvad) team reported the patient had a system controller fault alarm over the previous weekend. The patient's controller stopped working causing the pump to stop. The patient's spouse was able to change the controller to the backup. The site requested a replacement controller. Further information provided that on (B)(6) 2025, the patient's spouse contacted the left ventricular assist device (lvad) team via the emergency line due to a "controller system fault" alarm. Per the spouse, the green errors were not illuminated, and the patient was slumped into a chair. The spouse immediately transitioned the patient to their backup controller, and within a moment, the patient regained consciousness. They contacted the lvad team immediately after this, and the lvad clinician was able to verify that the new system controller was functioning appropriately. A new backup system controller was sent expedited to the patient to replace the system controller that had alarmed and the alarming system controller was silenced and sent to the lvad team for interrogation. From the screen shot images, it appeared that the patient's alarm began at 8:28.57 am with a replace backup battery (ebb) alarm. From there, it appeared that at 8:31, a battery was disconnected (it was suspected the patient did this). At 8:32 am it appeared that the 2nd battery was disconnected (it was suspected the patient did this as well, which caused the green arrows to disappear from the system controller). At this point, the patient's spouse probably heard the alarms, ran over and saw the patient's slumped over with no green arrows on the system controller and alarming, and performed a system controller change 42 seconds later at 8:32.50 am at which point the driveline was disconnected and transitioned to patient's backup system controller. Log files were sent for review, and the event log contained various alarms associated with the onset of backup battery faults as well as the reported driveline disconnect event. The patient appeared to have been connected to the mobile power unit (mpu) when the onset of ebb fault occurred at 8:28am on 08mar2025. Between 8:31am-8:32am both external power cables were disconnected from the mpu causing no external power alarms. At 8:32am the pump driveline appeared to have been disconnected from the system controller causing various alarms. Between 8:32am-8:53am the log recorded various attempts to the shut down the system controller. The system controller appeared to have been shut down following the data stamp of (B)(6) 2025 8:53:07am. Additional information from the site provided that the patient briefly lost consciousness with this event but regained consciousness upon their wife transitioning them to their backup controller. They intentionally did not unscrew the back of the system controller to get the ebb in order to not contaminate the findings. The site reported this was the second alarm for an internal battery in the past week where the battery had plenty of life remaining, yet this alarm was randomly prompted. In both situations, the patient needed to exchange their controller. Further information from the site provided that the alarm resolved when the patient transitioned away from the mpu and did a system controller exchange. The mpu was described as an affected device. The patient did not report any concerns of the device becoming unplugged from the wall or any power outage.